Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as the patient disconnected during night therapy, and did not place the flexicap on the patient line, and then they reconnected. On an unreported date the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics in the solutions bags (dose and frequency not reported) for the peritonitis. The patient was discharged in the same week of admission into the hospital. The patient was retrained on aseptic technique and had recovered from the peritonitis event. Pd therapy is ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date last week of (B)(6) 2015, the patient experienced peritonitis. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.